Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed via ultrasound. Patient further reported "joint ache" and "a rash on the face" which have been deemed not related to the device. Affected side is right. The device has been explanted.